Event description:
Had allergen smooth saline implants in 2008 within a few years I had chronic fatigue, joint pain, adrenal problems, autoimmune (alopecia, started 5 years after and turned severe and have been wearing wigs for 5 years), heart palpitations, brain fog, chronic inflammation, anxiety, gut health issues, chronic headaches and trouble sleeping. I met with a plastic surgeon and she confirmed based on my symptoms (after years of dr's and naturopathic medicine couldn't help or rid me of my symptoms) that I had bii. I got an explant and enbloc a month ago and my brain fog, fatigue, and headaches are already gone. I just want dr's to be honest and women to be informed of the true and real risks. I spent so much time and money trying to get answers and feel better but was never told any of those risks. FDA safety report ID# (B)(4).